Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that the pump stop working and had been off the pump over. The customer was advised that the pump needs to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.